Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. The fsr initiated an order for replacement. Once final investigation has been complete, a follow-up report will be provided.

Event description:
The customer reported while using the vela ventilator; the device was inoperable during patient use. The customer reported the patient was placed on another ventilator and no patient consequence is associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Found that of solenoid s902 failed. This issue will be internally investigated within vyaire.